Event description:
It was reported to philips that the system x-ray tube failed due to arcing. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular diagnostic procedure, which was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube failed due to arcing. Upon functional testing, the fse reviewed the logs and found tube arcing error. The fse performed an exposure test, which confirmed the presence of tube arcing. To resolve the issue, the fse cleaned the hv cable plug. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.